Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 294 mg/dl. Customer he sees small soda size air bubbles. Customer performed the high pressure test and test passed. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised that pump is working as designed.